Manufacturer narrative:
A review of the manufacture records for this device was conducted. Evaluation of the returned device found at radiopaque marker 1, at the proximal end of the proximal balloon, a football shaped hole was noted. Crystalline residue was note in and around the proximal balloon.

Event description:
This procedure was performed in the (B)(4). As reported, the device was prepped according to IFU instruction. When at the stage to inflate the proximal balloon it did not inflate, upon inspection after removing the device and injecting contrast through the proximal balloon port there was visible leakage through the seal at the second marker. Device was removed and a new device used. No medical intervention required. No injury to patient. Additional information received on (B)(4) 2015 noted that the treatment site was the iliofemoral and was accessed via the left popliteal vein. Lytic had not yet been infused when the issue was observed.